Event description:
Per the clinic, the patient contracted meningitis on (B)(6) 2014 and was hospitalized (unknown duration). Cerebrospinal fluid was cultured and streptococcus pneumoniae was identified. The patient successfully treated with intravenous antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.